Event description:
A pt received an injury when a nurse laid a c1000t on its side during transport causing liquid oxygen to leak. The hosp reported via telephone that "the injury was superficial and only required ice." The official diagnosis is unavailable. Product labeling warns of the hazards of not keeping the unit in an upright position (enclosed). The hosp acknowledged that the injury resultes from user-error.